Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that customer is experiencing erroneous results. Customer reports 5 or 6 abnormally high potassium results while using cat 367988 lot 2017186.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Bd will continue to monitor for additional complaints and emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that customer is experiencing erroneous results. Customer reports 5 or 6 abnormally high potassium results while using cat 367988 lot 2017186.